Manufacturer narrative:
The pump was returned for evaluation. The pump evaluation did not reveal any deposition in the pump. The percutaneous lead was returned in four portions: ¿returned percutaneous lead¿, ¿proximal percutaneous lead¿, ¿middle percutaneous lead¿ and ¿distal percutaneous lead¿. The ¿returned percutaneous lead¿ was the portion of the percutaneous lead that was initially replaced during the percutaneous lead repair, prior to explant. The three other portions were returned with the pump. An unfinished repair site was present on the ¿distal percutaneous lead¿ portion. No major damage was found on the ¿returned percutaneous lead,¿ ¿middle percutaneous lead,¿ and ¿distal percutaneous lead.¿ these sections passed continuity testing. The ¿proximal percutaneous lead¿ continuity test identified a discontinuity of the brown wire, and visual inspection identified a fracture of the brown wire and a breach on the black, green, red, and orange wires near the pump. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage, the underlying wire conductors were exposed. The green wire represents a redundant wire in motor phase 1. The black and brown wires represents redundant wires in motor phase 2. The red and orange wires represents redundant wires in motor phase 3. The reported red heart alarms would have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module, or exposed conductors from different phases contacting each other when the device was supported by the power module or batteries. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had been on an ungrounded patient cable since (B)(6) 2012. On (B)(6) 2015, during a clinic visit, the patient¿s system controller was exchanged for a new pocket controller. The patient was on battery power when the system controller was exchanged. Approximately 10 minutes after the exchange a driveline fault alarm with a yellow wrench occurred. The patient was asymptomatic during the event. The patient was admitted to the hospital. On (B)(6) 2015, the manufacturer¿s technical service representative evaluated the percutaneous lead. The continuity test revealed two broken wires. The broken wires were repaired. While attempting to change the remaining wires to the new percutaneous lead the pump stopped and did not restart. The patient was then switched back to the old percutaneous lead and the pump started. Since the entire percutaneous lead had been replaced up to the exit site, it was suspected that the damage was internal. The hospital staff requested that the repair of the other wires be attempted with the pump off; however, the patient became symptomatic (unspecified symptoms) within 30 seconds. It was decided to attempt to jumper the remaining wires to restart the pump. The physician and surgeon then decided to discontinue the percutaneous lead repair and to perform an emergent pump exchange at that time.

Manufacturer narrative:
The event in 2012 resulting in use of the ungrounded cable was reported under medwatch MFR# 0002916596-2012-00469. Approximate age of device ¿ 4 years and 5 months. The replaced portion of the percutaneous lead and the explanted pump were returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry indicating: lv ad alarms. Vss. Patient will be admitted for fluid overload. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): no. Malfunction component: controller/driver. Device malfunction: yes. Patient outcome: exchange.